Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt was unable to communicate with the ipg using external devices and was unable to feel stimulation. The sjm rep performed a diagnostic check of the system and determined all contacts had low impedances. The physician replaced the ipg. It was reported the leads were tested intraoperatively and all contacts had normal impedances. The pt was programmed postoperative and received effective stimulation.